Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The cutter blade appeared slightly bent, we are unable to conclusively determine where or when the cutter was bent; however, each bisector goes through a full inspection prior distribution. (B)(4). Add'l eval is required. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that vasoview 7 xb device had no power; a pre-cautery test was performed. The hosp did not report any pt effects. The device will be returned.